Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 998 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin, 4 bags of fluids, potassium, blood pressure medication, and oxygen. Customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.